Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician implanted the bifurcate stent graft. After successfully deploying the device, the physician attempted to remove the delivery system. In doing so, the delivery system repeatedly caught on the distal end of the ipsilateral limb. It was noted that the distal end of the graft had landed on a tortuous portion of the left common iliac artery with signs of calcification. It would not allow the nose cone to be recaptured into the graft cover. The grey handle of the delivery system would not lock with the blue wheel. A coda was advanced to occlude the aorta and several attempts were made to retract the system without success. The left arm was prepped for brachial access and a wire and mpa 100cm catheter were advanced into the distal ipsi limb (left common iliac artery) from the arm. A 6mm 035 balloon was followed by an 8mm 018 balloon to dilate the area. This did allow pressure on the graft to open the distal limb and the delivery system was removed. The ipsilateral limb was extended with a 16/13/82 graft that had no problems advancing or withdrawing. Two of another manufacturer's (wall)16/40mm stents were put in bilaterally in the common iliac arteries and post dilated with 16/40 xxl balloons. The ipsilateral limb remained intact with no sign of disrupted flow and a final angiogram was performed to verify graft positioning. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). The device has been received and its evaluation is as follows. Upon inspection of the device, the tapered tip was 5 mm from the graft cover. The external slider was 6 mm from the front grip. The thumbwheel was 1 mm from the rear grip. There were multiple kinks in the graft cover, approximately 6.3 cm, 10.5 cm and 14.5 cm from the distal end of the graft cover. The distal edge of the graft cover and the lip of the tapered tip showed minor signs of damage. The rest of the device was unremarkable. The tapered tip and graft cover were inspected microscopically. The tapered tip lip was slightly deformed with a few minor nicks/notches. There was also a scratch/gouge on the tapered tip. The graft cover edge was jagged with multiple nicks/notches. The complaint was not confirmed since the event took place in-vivo; however, the removal difficulty during the procedure likely caused the damage observed on the tapered tip and graft cover. The root cause of the event could not be conclusively determined during analysis; however, anatomy and calcification may have contributed.